Event description:
The hearing aid (h/a) user came into the dispenser's office. The dispenser found a wax guard in the user's ear. The dispenser removed the wax guard without incident. There were no further problems -- no redness, no irritation, or no swelling.